Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the reported information does not indicate a potential manufacturing issue. Conduction disturbances are a known potential adverse effect. The relationship of the congestive heart failure and the valve could not be determined, but likely the heart failure is related to patient condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed first degree heart block. No treatment was given and the issue resolved itself by the following day. Twenty-five (25) months post-implant the patient had an electro-physiological consultation due to worsening ejection fraction. Intervention was recommended, and a pacemaker was implanted. No additional adverse patient effects have been reported.